Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 7.0 x 19 mm omnilink elite stent delivery system was removed from the packaging and the protective sheath was removed without difficulty. During preparation, the stent dislodged from the device. The device was not used and there was no patient involvement. The procedure continued with implantation of an absolute pro stent and a supera stent. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported complaint was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the 30-day initial medwatch report, additional information was provided, indicating that the omnilink elite stent delivery system was loaded onto the guide wire, but it was noted that the stent was loose on the balloon; therefore, the device was not used. The stent did not dislodge, but was loose on the balloon. There was no adverse patient effect. No additional information was provided.